Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a communication issue. A field service engineer confirmed that the technical support specialist resolved the issue and also recommended that the customer have information technology department examine the port. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had communication issues between the devices. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.